Event description:
Reportedly the patient has developed "significant pain <(>&<)> physical limitations. Required intervention to prevent permanent impairment or damage." Approximately 7 years post-op, the patient "had additional surgery due to pinched nerves at l-3, l-4, and l5 according to surgeon."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: pinched nerve; (B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) spinal stenosis, l2-l3 2) spinal stenosis, l3-l4 3) spinal stenosis, l4-l5 4) spinal stenosis, l5-s1 5) degenerative spondylolisthesis, l3-l4 6) back pain and lower extremity radiculopathy 7) neurogenic claudication and underwent the following procedures: 1) bilateral posterolateral fusion (arthrodesis) at the l3-l4 level 2) wide bilateral posterior micro decompression at the l3-l4 level with central lateral recess and wide foraminal decompression performed with associated laminectomy, bilaterally completed 3) wide bilateral posterior micro decompression at the l2-l3 level with central lateral recess and wide foraminal decompression performed 4) wide bilateral posterior micro decompression at the l4-l5 level with central lateral recess and wide foraminal decompression performed. Complete laminectomy performed 5) wide bilateral posterior micro decompression at the l5-s1 level with central lateral recess and wide foraminal decompression performed 6) complex bilateral posterior segmental transpedicular titanium instrumentation at the l3-l4 level 7) bone marrow aspirate, right posterior ilium through separate approach with transplantation into posterior lumbar spine. As per op-notes,¿ through a separate approach, a needle was placed in the right posterior ilium. We aspirated 20cc of bone marrow aspirate. This was utilized in transplantation in the posterior lumbar spine. The needle was removed, and a standard dressing was placed. We then chose the appropriate size bone morphogenic protein soaked in collagenous sponges together with allomatrix allograft as well as autograft from the multilevel laminectomy was performed. ¿ the patient tolerated the procedure well without any intraoperative complications.